Manufacturer narrative:
Patient weight not made available from the site. On 10/01/2015, software investigation determined the logs do not contain anything that specifically indicate why the system became unresponsive. On 10/06/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system became unresponsive in the navigate task. The surgeon was performing a monteras laser ablation and after the ablation, the surgeon re-entered the room and the cranial software was unresponsive. The surgeon attempted to unlock the trajectory and the mouse would move, however, would not register any mouse clicks. The medtronic representative re-started the software and normal function was restored. Delay in therapy was less than 5 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that although the software logs did not specifically indicate a specific cause of the unresponsive system, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.